Event description:
It was reported, during in clinic follow up. That the implantable cardioverter defibrillator exhibited a loss of radio frequency (rf) telemetry. But, communication was restored after interrogation. There were no patient consequences.